Event description:
1985 bilateral breast augmentation. Approx 6-8 mos ago developed. Increased pain and discomfort and marked deformity and hardness left breast. 2002 pe = bilateral baker iii capsular contractures with marked deformity of both breasts, left greater than right. The next month, bilateral capsulectomies and implant removal. Both implants were replaced. Bilateral breast augmentation with mentor gel implants.